Event description:
Pump #2 was reported to not deliver the proper amount of fluid. The pump looked like it was running but pt did not receive medication. No additional clinical info was able to be obtained. No pt injury was reported.